Event description:
A patient (age and gender unknown) underwent a therapeutic procedure for esophageal stent placement. The ultraflex esophageal stent was deployed approximately 2/3rds when the deployment suture broke. The whole system was removed from the patient. The procedure was not completed. The plan was to complete the stent placement procedure within a few days. The status of the planned subequent stent placement is unknown at this time. The patient did not sustain any reported complications or ill effect due to the deployment issue. The patient condition is noted to be 'ok.'